Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer and the legal manufacturer's final investigation. According to the customer, the device is always reprocessed before being returned to olympus. Additional details were requested but not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be confirmed what the foreign material was. There was no damage to the areas where the foreign material was detected, and there were no deviations identified in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had physical defects of the bending section and insertion tube including unusual shapes. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: air/water tube and cylinder had white foreign material present, which has been attributed to insufficient cleaning of the device. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: air/water and suction cylinders had no color; electrical connector had corrosion; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; objective lens and adhesive around light guide lens had discoloration; and adhesive on bending section cover had a crack. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.